Manufacturer narrative:
Testing and investigation at the service ctr found the device touchscreen did not respond on the right side. During a review of the device history touchscreen fail alarm codes were noted. Further testing found contamination on the touchscreen due to fluid ingress. Add'l testing found the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code and the motor was not secured due to a broken seal. The probable cause of the s321 malfunction alarm code was a loose motor due to the under application of the adhesive seal or the adhesive seal being applied over grease. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility the device touchscreen was not working and would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.